Event description:
Reportedly, when interrogating a gali device s/n (B)(4), the cpr3 was detected by the programmer but the session could not be launched.

Event description:
Reportedly, when interrogating a gali device s/n (B)(6), the cpr3 was detected by the programmer but the session could not be launched.

Manufacturer narrative:
Analysis of the provided expertise files confirmed the reported behavior, as an inappropriate session ending was observed in the logs from (B)(6) 2023. - in-depth analysis revealed that the observed issue resulted from an unexpected failure to retrieve the encryption key by the programmer service, which led to the impossibility to launch the session. - it should be noted that normal functioning was restored at the next interrogation.